Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under the correct MFR#, 3006946279.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under the correct MFR#, 3006946279.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk, exceed polyethylene insert size 32; unk, gts standard stem size +1; unk, head ceramic size 32. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00594. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (product location unknown). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's hip was revised due to infection. Attempts have been made and additional information on the reported event is unavailable.